Event description:
It was initially reported on (B)(6) 2012 that the patient experienced a loss of therapeutic effect. The patient reported he never had therapeutic effect since the implant of his implantable neurostimulator (ins) on (B)(6) 2012. Stimulation was adjusted to program 1 at 2.5 v and the patient felt stimulation. On (B)(6) 2012, the patient reported he still had no therapeutic effect. Stimulation was adjusted to program 2 at 2.8 v. On (B)(6) 2012, the patient reported a loss of therapeutic effect. The last stimulation adjustment worked "for a while" but then stopped. Stimulation was adjusted to program 1 at 1.4 v. It was noted that the patient had been tested for bladder infection that day, but the results were not yet available. On (B)(6) 2012, the patient reported he was still having concerns with his device or therapy but was working with his doctor or company representative and had an appointment for (B)(6) 2012. Follow up information was received on (B)(6) 2012 that reported the patient did not have therapeutic effect. It was also reported the patient was just finishing medication for an infection and was placed on another medication to help his symptoms. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID (B)(4), lot# v906982, implanted: 2012 (B)(6), explanted: na, product type: lead, product ID (B)(4), serial# (B)(4), product type: programmer, patient. (B)(4).